Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that there were no issue as this lead was attempted due to patient's anatomy. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced and never in service. No adverse patient effects were reported. Additional information received which indicated that this lead was attempted due to patient's anatomy.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.